Event description:
Pro brushes...some of the bristles are coming loose - oral-b [device breakage]. Case narrative: consumer via phone stated that some of the bristles were coming loose from the oral-b pro toothbrushes. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
15-apr-2024 case update: complained product will not be not available.

Event description:
Pro brushes.some of the bristles are coming loose - oral-b [device breakage] case narrative: consumer via phone stated that some of the bristles were coming loose from the oral-b pro toothbrushes. No injury was reported.